Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when placing the first prostyle device, the suture came out when the device was removed. A second attempt to pre-place a prostyle device was made, however blood leaked from the puncture site when the device was inserted. The use of prostyle devices and the pre-close technique was abandoned as damage to the blood vessel may have occurred as a result of the prostyle use. Bleeding was reportedly more than pulsatile. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved via surgical cut-down and manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when placing the first prostyle device, the suture came out when the device was removed. A second attempt to pre-place a prostyle device was made, however blood leaked from the puncture site when the device was inserted. The use of prostyle devices and the pre-close technique was abandoned as damage to the blood vessel may have occurred as a result of the prostyle use. Bleeding was reportedly more than pulsatile. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved via surgical cut-down and manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of hemorrhage and tissue injury are listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The reported patient effects of hemorrhage and tissue injury is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.